Event description:
It was reported that an alert for charge time limit reached was delivered. The patient did not experience any adverse consequences and the device was explanted.

Manufacturer narrative:
The reported event of extended charge timeouts on the device was confirmed. During functional testing, high current drain from the high voltage (hv) capacitors was identified as the cause of the charge timeouts. Electrical testing with known good capacitors revealed hv charging was normal.